Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Ketones were also tested and the results were .01. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No bends or kinks were observed on the soft cannula. An 0x18 alarm was generated, indicating the pod reached an empty reservoir. Inspection of the reservoir confirmed it was empty; the device functioned as intended. Colored water was injected into the reservoir in order to perform the fluid path test. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula.